Manufacturer narrative:
(B)(4). Ez-io power driver (9050) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver was operable. This is an older style, blue driver; no data to parse and no lights. It should also be noted that the battery cavity retainer cap is severely cracked which would suggest that an attempt was made to gain access to the battery. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.28. Other remarks: insertion 2: 4.75: insertion 3: 4.78. Hard profile (105 lbs/ft3): insertion 1: 9.31, insertion 2: 9.68, insertion 3: 9.59. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. The complaint that the driver could not penetrate the pt bone cannot be confirmed. This driver does not incorporate lights to indicate operating status or electronic microprocessors (eprom data cannot be parsed). A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 05/2006 and is approximately 10 years old. The customer's complaint that the driver could not penetrate the pt bone could not be confirmed. The driver was successful in meeting the requirements of insertion testing. No further action required. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
This is the older model blue ez-io driver. It would not penetrate the patient's bone. Unable to access battery compartment. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). There is not an appropriate conclusion code. Ez-io power driver (9050) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver was operable. This is an older style, blue driver; no data to parse and no lights. It should also be noted that the battery cavity retainer cap is severely cracked which would suggest that an attempt was made to gain access to the battery. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. The test was started with minimal downward force and then increased in an attempt to get the driver to completely stall. It should also be noted that while the other insertions were complete, the driver was dragging or stalling toward the end of each insertion attempt. Other remarks: this driver does not incorporate lights to indicate operating status or electronic microprocessors. A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 05/2006 and is approximately 10 years old. The customer's complaint has been confirmed. The driver lost power due to battery depletion which was confirmed with the saw bone insertion test. This is an extremely old unit. No corrective/preventative actions assigned. The driver had no power because the batteries were depleted. This condition was confirmed with the failed saw bone insertion test. The cause for the battery depletion was due to extended use which is obvious from the look and design of the driver. The manufacturer will continue to monitor and trend for reports of this nature.

Event description:
This is the older model blue ez-io driver. It would not penetrate the patient's bone. Unable to access battery compartment. The patient's condition was reported as unknown.